Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision of shoulder components due to infection.

Manufacturer narrative:
Engineering evaluation noted that the revision was likely the result of infection, which is addressed in the product labeling under general surgical risks.

Event description:
Revision of shoulder components due to infection.